Event description:
It was reported that during a flexible ureterorenoscopy (furs) procedure, the fiber snapped approximately one third of the way from the proximal tip. The procedure was completed with an alternate device with no patient complications.

Event description:
It was reported that during a flexible ureterorenoscopy (furs) procedure, the fiber snapped approximately one third of the way from the proximal tip. The fiber was operating at 0.3 joules and 80 hertz using an lithovue scope. The procedure was completed with an alternate device with no patient complications.